Event description:
It was reported that the sys c-arm failed to power up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A fuse was replaced and wire was repositioned and protected with electricians tape while customer decides on repair options. No further repair info was reported.